Manufacturer narrative:
The device was returned to edwards for evaluation. Device evaluation is in progress. The device history record (DHR) could not be reviewed as a device serial number was not provided. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. A definitive root cause could not be determined. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received notification that four (4) hours after the implantation of a conduit and aortic valve, the patient presented with a huge leak. On reoperation, a big thrombus was observed on one leaflet. The surgeon made the decision not to replace the valve and he removed the thrombus, instead. After the operation, the patient was placed on ECMO. It was learned that the patient didn't recover, and died due to multiorgan failure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This device is not sold or marketed in the u.s.; however, it is similar to device model 2800, carpentier-edwards perimount rsr pericardial bioprosthesis (pmap860057/s001). Device evaluation: customer report of thrombus was confirmed. Thrombotic-like material was observed on the inflow aspect of the leaflets. The valve was returned with a conduit of 2 inches long, and what appeared to be part of the native annulus attached to the valve. X-ray demonstrated wireform intact.

Manufacturer narrative:
Customer report of thrombus was not confirmed. However, fibrin-like material was observed on the inflow aspect of the leaflets. The valve was returned with a conduit of 2 inches long, and what appeared to be part of the native annulus attached to the valve. X-ray demonstrated wireform intact.